Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. The device was visually inspected both internally and externally and a short fiber was found at the non cavity ID end. The short fiber was observed at approximately 260 degrees. There were no indications of external damage. The dialyzer was subjected to a laboratory bubble point test where a steady flow of bubbles was noted from the on-cavity ID end potting cut surface. The dialyzer failed the test at an airflow rate of 35 1ml/min. The dialyzer was subjected to a destructive disassembly in which the inferior surface of the potting on the cavity ID end was examined for a void, but no signs of a void were found. The complaint was confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A hemodialysis inpatient user facility reported during treatment an internal blood leak occurred. The blood leak was not visually observed and occurred immediately upon the initiation of treatment. Blood test strips were used and tested positive. The estimated patient blood loss was 300ml. The machine did detect the leak and alarmed appropriately. The patient did not experience any adverse effects or seek medical attention. The patient completed his treatment on a different machine with a new set-up. The actual sample is available and has been requested for evaluation.